Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to the motion sensor test failure alarm. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that the infusion set does not connect with the insulin pump. The customer performed the rewind process, inserted the reservoir, performed the fill tubing process, and the display kept counting up. The customer also noticed an motion sensor test failure alarm. During troubleshooting the alarm reoccurred. The customer's blood glucose was unknown at the time of the incident and at the time of the phone call. The insulin pump was returned for analysis.